Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. No treatment was provided.

Manufacturer narrative:
The device was received not deployed. After opening the pod, the cannula did not appear to be bent, kinked, or damaged. The investigation found no evidence or irregularities that would indicate a bent or kinked cannula. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin or deploy the cannula. Download data shows that the pod ran for 47 first prime pulses and then was deactivated after the completion of first prime. Because the user deactivated the device before second prime, the needle mechanism never deployed. The needle mechanism deployed normally while performing a rerun. No damages or defects were observed on the drive mechanism that would prevent the needle mechanism from deploying as intended.